Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only/ failure to occlude (close) fallopian tube" on (B)(6) 2006. The patient's concurrent conditions included cervicalgia, cervical spondylosis, multiple sclerosis, vertigo, cervical cancer, carpal tunnel syndrome and suicidal ideation. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam, cyclobenzaprine and paracetamol (tylenol extra strength). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and migraine had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of removal surgery or date scheduled on (B)(6) 2008. Plaintiff received treatment for migraine. Discrepancy noted in essure implant date on (B)(6) 2004 (previously reported) and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2006: failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2006: right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety and mental anguish. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain/ pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only/ failure to occlude (close) fallopian tube" on (B)(6) 2006. The patient's medical history included aortic regurgitation and insomnia. Concurrent conditions included cervicalgia, cervical spondylosis, multiple sclerosis, vertigo, cervical cancer, carpal tunnel syndrome and suicidal ideation. Concomitant products included clonazepam since (B)(6) of 2013 for insomnia as well as acetylsalicylic acid (aspirin (cardio)) since (B)(6) of 2008, bupropion hydrochloride (wellbutrin), cyclobenzaprine since (B)(6) of 2013, methocarbamol (methocarbamolum) since (B)(6) of 2010 and paracetamol (tylenol extra strength). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) of 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia) and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with carisoprodol, cefixime (flexeril), glatiramer acetate (copaxone), hydroxyzine and surgery (hysterctomy (full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and migraine had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of removal surgery or date scheduled (B)(6) 2008. Plaintiff received treatment for migraine. Discrepancy noted in essure implant date (B)(6) 2004 (previously reported) and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2006: failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2006: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events post procedural complication was added. Event outcome updated for pelvic pain genital bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and migraine ("migraine"). The patient was treated with surgery (hysterectomy. (Full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: date of removal surgery or date scheduled (B)(6) 2008. Plaintiff received treatment for migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2006: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. . Event: abdominal pain, general abnormal bleeding, migraine.,psych injury were added .lab data were added.event outcome were updated to recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.